Manufacturer narrative:
A field service engineer (fse) went on-site and found the lyse restrictor tubing (lyse and diluent) to have lost its elasticity and was squirting fluid. Fse replaced the tubing and the issue was resolved.

Event description:
A customer contacted beckman coulter inc. (Bci) reporting that she was sprayed on her face and arm while troubleshooting a control issue with bci cts (customer technical support) on the coulter lh750 hematology analyzer. The operator was advised to use personal protective equipment (ppe) before troubleshooting, however the operator opted not to comply. The operator was sprayed with a small amount of lyse when she opened the door to the front baths abruptly while the analyzer was still performing a rinse cycle function. There was no death or injury associated with this event and no one sought medical attention. There was no report of exposure to mucous membranes or open wounds.